Event description:
It was reported that during a device changeout procedure for eri (elective replacement indicator), the "lead looked worn at the suture sleeve," so the physician decided to put in a new lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.